Event description:
It was reported that the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2023. On the night of (B)(6)2023, the patient gave herself a 4 unit bolus of unspecified insulin on her tandem insulin pump, then the sensor stopped working. An unspecified amount of time later, the patient had 7.36 units of insulin on board and feared she would pass out do to hypoglycemia. She was sweating and felt like she was going to pass out and alerted her husband to call paramedics. There was no information about what the cgm was displaying or what the patients bg was at that time. Upon arrival, emergency medical services (ems) treated the patient with unspecified liquid glucose orange juice and carbohydrates. Ems stayed with the patient an unspecified duration of time until the bg stabilized. Ems advised the patient to see visit their doctor. At around 2:00am, the patient experienced rebound hyperglycemia up to 429 mg/dl, so the patient treated with unspecified insulin. That same morning when the patient woke up, the value was 129 mg/dl. It is unknown if which device (cgm or bg meter) was displaying these values. The patient consulted her healthcare personnel (hcp) and at around 11:50am, the hcp checked the insulin pump and advised her that there was no problem with the pump, but that the sensor should be changed. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2023. On the night of (B)(6) 2023, the patient gave herself a 4 unit bolus of unspecified insulin on her tandem insulin pump, then the sensor stopped working. An unspecified amount of time later, the patient had 7.36 units of insulin on board and feared she would pass out do to hypoglycemia. She was sweating and felt like she was going to pass out and alerted her husband to call paramedics. There was no information about what the cgm was displaying or what the patients bg was at that time. Upon arrival, emergency medical services (ems) treated the patient with unspecified liquid glucose orange juice and carbohydrates. Ems stayed with the patient an unspecified duration of time until the bg stabilized. At around 2:00am, the patient experienced rebound hyperglycemia up to 429 mg/dl, so the patient treated with unspecified insulin. The following morning, the value was 129 mg/dl. It is unknown if which device (cgm or bg meter) was displaying these values. The patient consulted her healthcare personnel (hcp) and at around 11:50am, the hcp checked the insulin pump and advised her that there was no problem with the pump, but that the sensor should be changed. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.